Event description:
It was reported that the customer had a severe hypoglycemic event and that her husband called emergency medical services. Customer's blood glucose level was 38 mg/dl at the time of the adverse event. Customer stated that the perceived cause of the low blood glucose level was possibly increased activity and improper eating from the day before. Customer reported that she had surgery on her hand the week before. Customer stated that she did not have an insulin pump malfunction and that the event was due to her actions. Customer also reported that she had cal errors and change sensor alerts. Customer's past blood glucose level was 140 mg/dl. Customer's current blood glucose level was 78 mg/dl with sensor glucose of 82 mg/dl. Troubleshooting was performed for the cal errors and customer was advised that the calibration error may be caused by isig values being too high or too low for the blood glucose value. Customer stated that she will call back if problems reoccur. No additional information.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.